Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter failed as it has no voltage. The reported event of loss of connection was not confirmed because the unit had no voltage and data logs were not available for review. A root cause could not be determined.